Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was broken in the package. The surgeon applied another device for the procedure. The hospital has reported no patient injury occurred.